Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? No information. Was the ampoule crushed repeatedly? No information. What was done to treat the shard penetration? No information. Was medical or surgical intervention required? No information. What is the status of the surgeon injury today? No information.

Event description:
It was reported that a surgeon performed a gynecologic laparoscopic surgery on (B)(6) 2017 and topical skin adhesive was used. During the procedure, a piece of the broken glass ampoule protruded from the applicator when the surgeon trying to use the product. The surgeon cut his finger on the protruded glass. There was no reported medical or surgical intervention for the surgeon and no reported adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional evaluation summary: the actual sample was returned for evaluation. During evaluation process, the graphics and information on the tyvek are clear and legible. The applicator shows a crushed ampoule and dry formulation inside the butyrate tube. Sign of force is observed since the butyrate tube looks deformed like when squeezed to dispense the adhesive. The initiated filter is purple in color due to contact with formulation. The applicator shows a yellowish color on the bulb tip and in the area that the sample reveals a piercing. The glass shard is not present through the butyrate tube and the bulb. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The information for use states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿ additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? => no information. Was the ampoule crushed repeatedly? => no information. What was done to treat the shard penetration? => no information. Was medical or surgical intervention required? =>no information. What is the status of the surgeon injury today? => no information.